Event description:
Physician reported a pt who was diagnosed with an ectopic pregnant requiring intervention approx 6-months post-essure micro-insert placement. Pt did not return for the required essure confirmation tests.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.